Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the error message ¿clear obstruction then close the drawer or door¿ was displayed for drawer 6. Recovery could not be performed, and technical support was contacted for maintenance. The field service engineer (fse) replaced the latch in section. All slide bumpers were checked, the e-drawer was cleaned, and all cables were reseated and verified. The customer tested the drawer and no issues were observed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the error message ¿clear obstruction then closes the drawer or door¿ was displayed for drawer 6. Recovery could not be performed, and technical support was contacted for maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.